Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced, and the issue was resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while prepping the system for cases, the system would not boot into the splash screen. A manufacturer representative got a "keyboard disconnected error" along with several other boot up errors. Rebooting the system created the same behavior. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The computer booted normally to the application screen multiple times during testing. The keyboard functionality was normal. Testing showed no errors. No fault was found with the returned computer. If information is provided in the future, a supplemental report will be issued.